Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6)implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) revealed a frayed cable. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that patient has been having some issues recharging. Patient is getting the screen that tells her to get the highest number and then she tries to recharger and it doesn¿t want to charge. Patient has lost some weight, but didn¿t say that it really affected the pocket site. Patient was instructed to put recharger over and find the highest number and hit recharge, and just let it sit for maybe 1/2 hour, 45 minutes. Instructed that after a while, she should see screen with the recharging efficacy and then it should continue to recharge. May take longer than the 1 hour it typically takes. Patient will call back if she continues to have issues. It was unknown if the issue was resolved. No symptoms reported. Additional information was received. It was reported that starting a month ago, prior to (B)(6)2020, they started to have a hard time connecting to their ins to charge their ins. The patient would receive no device found and then would see all 100's on the screen and they would cycle through this and not be able to charge their ins. The patient had reset their controller multiple times and sometimes be able to charge their ins but it was very positional and would easily lose connection. When the patient attempted to charge the ins the recharger would get very hot. A new recharger was requested. Additional information was received. It was reported that starting a month ago, prior to (B)(6)2020, they started to have a hard time connecting to their ins to charge their ins. After several hours of charging, they were only able to get to 40%. The patient would receive no device found and then would see all 100's on the screen and they would cycle through this and not be able to charge their ins. The patient had reset their controller multiple times and sometimes be able to charge their ins but it was very positional and would easily lose connection. When the patient attempted to charge the ins the recharger would get very hot. A new recharger was requested.